Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found that the device was received out of package. As the coban was stretched out, the wrap was thin and there were holes in it. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the device drawing found that the coban wrap requires a certificate of compliance. The complaint was confirmed, and the root cause was determined to be a manufacturing error. Internal complaint reference: (B)(4).

Event description:
It was reported that during procedure, when the package was opened, the bandage was damaged and broken when it was stretched. No delay and a competitor device was used to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.